Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of essential tremor (et) and db s therapy indications. It was reported that the implant seemed to be moving toward the patient's under arm. They stated they had shown the neurosurgeon and managing healthcare provider (hcp) and neither had concerns and it was stated the "wires" were still in the correct place. The patient stated they notice it seems to be moving a little every day, but that they had no redness, warmth, or swelling at the ins site. It was recommended to continue monitoring and to discuss with hcp's as needed. No symptoms were reported. No further complications were reported or anticipated with this event at this time.